Event description:
Medtronic received information that during the implant, this transcatheter bioprosthetic valve was positioned too low. A snare was used to try to reposition the valve to an acceptable depth, however, the valve dislodged into the ascending aorta. A second valve was successfully implanted. No adverse patient effects were reported.

Manufacturer narrative:
The product remains implanted and therefore has not been returned to medtronic. A supplemental report will be filed when the investigation is completed. (B)(4).

Manufacturer narrative:
The reported information did not indicate a potential manufacturing issue. Inaccurate delivery is often influenced by patient anatomy and user technique, but a root cause of the too-low implant depth could not be determined from the available information. In this event, it was reported that the subsequent valve pop-out/dislodgement occurred during to use of a snare to try to reposition the valve.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.